Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).

Event description:
A customer reported that upon making the first incision, the knife was noted to be blunt. A new knife was used and the incision was made with no harm or consequence to the pt.